Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12i06079. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of flu like symptoms, immune system is very weak and peritonitis in a female patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date in (B)(6) 2013, the patient experienced flu like symptoms. On an unreported date, the patient was on prednisone for an unknown indication. On an unreported date, the patient's immune system became very weak due to prednisone. On (B)(6) 2013, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was the patient's immune system being weak and it was never officially identified as touch contamination, but the nurse believed touch contamination to be the most likely cause of peritonitis. The episode of peritonitis may have been related to cross-contamination. Retraining on aseptic technique was not yet performed. At the time of this report, the patient was still in the hospital. The patient was at high risk for peritonitis with performing pd therapy but did not have catheter access for hemodialysis. The patient had not yet recovered from this peritonitis event.